Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient who underwent a primary breast augmentation procedure with mentor smooth round moderate plus profile 450cc saline breast prostheses developed issues with the shape of her breasts. The patient¿s left breast was not as high as her right breast and it has no shape, firmness, and extremely squishy and saggy. When she lies down, her left breast is ¿completely gone¿. The patient¿s right breast has less sagging. In addition, the patient reported that when she bends over, her breasts look like ¿stretched water balloons¿ and when she sleeps, her breasts fall into her armpits. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.